Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the black portion below the insulation broke. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken ceramic sleeve. Broken piece(s) is missing as a result of breakage. The root cause of broken instrument ceramic sleeve is typically attributed to the user, such as excess force applied to the distal end of the instrument or accidental collisions. The instrument was found to have a dislodged ceramic sleeve. The root cause of dislodged instrument ceramic sleeve is attributed to manufacturing. The instrument was found to have mechanical indentations on the monopolar yaw pulley. No missing material was observed. The root cause is not established. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.